Manufacturer narrative:
There was no adverse event. The device is expected to return. A follow up report will be submitted upon completion.

Event description:
The following information was reported to boston scientific. "A catheter temperature of more than 90c was detached when the catheter was inside the pt's body. Thus, the physician took it out and tested it outside the pt's body, which also detected more than 90c. Finally, the physician used another brand of catheter and the procedure was finished successfully."